Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital on (B)(6) 2015 due to a sustained bacterial driveline infection and is currently still in the hospital. The patient was treated with wound area irrigation and antimicrobial agents. The cause of the infection was reported to be device and patient condition related. No additional information was received.

Manufacturer narrative:
Approximate age of device: 1 year, 6 months to admission to the hospital for a driveline infection. The patient remains ongoing on lvad support. A direct correlation between the device and the reported driveline infection could not be determined. The instructions for use lists driveline infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.